Event description:
A report was received that, following a non-device related surgery, a pt experienced swelling at the location of the leads and a fever. The site of the swelling was approximately the size of a baseball and was filled with pus. The pt has since been explanted. The pt was given oral antibiotics prior to the explant and IV antibiotics during the explant procedure and is reportedly doing well.